Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the venting connector leaked while the user was handling the device, and water invaded the scope connector. Due to the invasion, abnormality of electronic parts occurred and the e315 error message was presented. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following instructions for use: -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; scope connector had a leaking valve; control body was wet; insertion tube had buckles/dents; bending section had dents, adapter found cut on charged coupled device, and the tube was shrunk; image-evis has scattered image; distal end plastic cover had stains and crack around the channel mouth; and leak test, ethylene oxide valve needs to be replaced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, no image when hooked up to machine. The issue was found during a diagnostic procedure. There were no reports of patient or user harm associated with this event.